Manufacturer narrative:
(B)(4). Foreign report source: china. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that 8-month post-implantation, the patient underwent revision surgery due to implant fracture. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h1, h2, h3, h6, h10 visual examination of the returned product pictures identified that the liner has fractured into numerous pieces and is not complete. An unknown ceramic head has also been returned. Both the liner and head exhibit metal transfer marks. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: on both of the time points post primary and post revision, the total hip arthroplasty appears relatively radiographically similar with similar alignment, similar hardware appearance without periprosthetic abnormality and intact acetabular screw, and normal bone mineralization. However, on the images appears to be a new although age indeterminate fracture of the greater trochanter of the right femur. Additionally, there is a punctate metallic density body located immediately lateral to the femoral head hardware component. Otherwise difficult to evaluate the ceramic liner, as this is radiopaque material. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The evaluation of the devices does not change the previously reported investigation conclusion. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.